Manufacturer narrative:
Motor error alarm during the basic occlusion test due to moisture damage force sensor resistor. Unit had scratched display window, scratched case and missing end cap sticker. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 309 mg/dl. Troubleshooting was performed. The device was returned for analysis.